Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The device instructions for use (IFU) was reviewed. The reported patient symptom of urinary retention and urinary urgency was found to be listed in the IFU. A risk review was completed and confirmed that the event of urinary urgency and urinary retention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience urinary retention. The patient consults with two physicians, and they could not identify the device issue, patient was told he may also have overactive bladder and is being treated. The aus was deactivated, and patient requested an email with another physician to get another opinion. A revision surgery will be required but has not been performed yet. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience urinary retention. The patient consults with two physicians, and they could not identify the device issue, patient was told he may also have overactive bladder and is being treated. The aus was deactivated, and patient requested an email with another physician to get another opinion. A revision surgery will be required but has not been performed yet. No additional information was provided.